Manufacturer narrative:
(B)(4). H6: proposed annex g code: mechanical (g04) - stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient with a right shoulder arthroplasty had an existing humeral stem and sought conversion to a reverse shoulder construct for unknown reasons. Attempts have been made and no further information has been provided.